Event description:
It was reported the patient was not achieving adequate pain control. It was noted that the event was due to ''non-therapeutic'' drug effects. It was indicated that the cause of the event was not related to the pump. Per hcp, there was ''no medical documentation'' available that ''documents any neurological dysfunction or paralysis.'' The pump and catheter were explanted per patient request. It was noted there was no injury. The pump was delivering morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk. (B)(4).

Event description:
It was reported that the patient experienced weakness and paralysis. The patient was admitted to the hospital. Additional information has been requested, but was not available at the time of this report.